Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp2202-c. The 510k number provided is for the domestic similar product. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Information received suggests that during an infusion of noradrenaline a leakage was identified between the maxplus and connecting product, the maxplus was replaced however the same issue occurred. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.